Manufacturer narrative:
(B)(4). The customer reported that the device displayed a shock equipment malfunction message, where the failure occurred the previous night during autotest. The error log was checked and there were no other messages found. The customer ran the opcheck, which passed. The customer returned the device to use and no service was requested. Service history for this device was reviewed and there were no other cases of this symptom reported to philips. We were not able to confirm that a malfunction occurred.

Event description:
The customer reported that the device displayed a shock equipment malfunction message, where the failure occurred the previous night during autotest.